Event description:
The surgeon stated a silicone lens model aq2010v was damaged prior to implantation. There were no patient injuries noted and the surgeon believe the lens was damaged by the cartridge.